Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided). Customer was unresponsive. Customer was transported via ambulance to the hospital and was admitted. Lantus and humalog were administered; low bg was resolved with no permanent damage. Customer's discharge date was (B)(6) 2018. Contact did not know cause of low bg. There were no observed issues with the cartridge, infusion set tubing or cannula.